Manufacturer narrative:
The initial report was for a strata ii valve, small, (B)(4). The returned device was identified as a (B)(6) reservoir, 8.0cm. The base was separated from the reservoir dome near the system outlet. It is unk how or when this damage occurred. The damage precluded leak testing. A review of the mfg records was not possible as no valid lot number was provided. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that a revision surgery occurred. According to the report, the back wall of the ventricular reservoir allegedly delaminated from the remainder of the ventricular reservoir system.